Event description:
It was reported that there was an issue connecting the surgical fiber to the laser system (0 joules used); the issue was reported as "connector not ok". The case was complete using an alternate procedure (turp). There was no report of injury.